Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The difficult to position and remove the guide wire were unable to be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other 2.50x15mm trek otw device referenced is being filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use of a 2.5x15 mm otw trek balloon dilatation catheter (bdc) while trying to load the hi-torque floppy guide wire on the back table, the two devices were very snug. The 2.5x15 mm otw trek bdc was removed with resistance from the hi torque floppy guide wire. The bdc was not used and there was no patient involvement. A new 2.5x15 mm otw trek bdc was advanced and dilatation was successfully performed; however, during removal of the bdc resistance was felt with the same hi-torque floppy guide wire. Reportedly, both 2.5x15 mm otw trek bdcs were prepped prior to use per the instructions for use; however, the lumen of the balloons seemed narrow and tight on the hi-torque floppy guide wire. A new 2.0x15 mm trek bdc was used to continue the procedure with the same hi-torque floppy guide wire without issue. An unspecified stent was then implanted using the same hi-torque floppy guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.